Manufacturer narrative:
Device received with cracked lcd window and cracked case at the display window corner. Device passed the displacement test, run current test, self test and off no power test. However, device received with a high idle current, problem isolated to motherboard. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 175 mg/dl. It was stated that they kept her insulin pump off her and the screen will not come on. They put a sticker on it and she was not take it off. The customer stated that the insulin pump just was not work. The troubleshooting was performed for blank display and display was not returned. The customer was advised the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.